Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: non-healthcare professional "attorney".

Event description:
Litigation papers received. Litigation states patient died on 03/04/2016 from "refractory cardiogenic shock". Update pfs alleges that the patient passed away as a result of congestive heart failure, cardiomyopathy, and cardiogenic shock which was brought due to high level of cobalt toxicity and heavy metal exposure as a result of the failure of the pinnacle implant product that were implanted. After review of the medical records for MDR reportability, it was stated that the patient had experienced cardiomyopathy and cardiogenic shock due to systolic chf 20% fraction secondary to cobalt-chromium toxicity from bilateral hip prosthesis. Laboratory values for cobalt and chromium were provided and were above 7 ppb. Update ppf alleges pseudotumor, loosening of cup, metal wear and metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot null. Device history batch null. Device history review null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.